Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device is filed under a separate manufacturing report number.

Event description:
Subject ID: (B)(4). It was reported that this was a venous closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to an amulet left atrial appendage occlusion procedure. Reportedly, while using the proglide device in the patient, the feet were deployed against the vessel wall. The plunger was inadvertently "unseated" [removed from the body of the device] prior to pushing in the plunger. The footplate lever was closed and the device removed. A second proglide preplaced one suture. The sheath was upsized to 8.5f and then 14f. The interventional procedure was completed. The suture was advanced to the vessel wall; however, hemostasis of the large hole was not achieved. Manual compression and a figure-8 stitch were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported plunger inadvertently "unseated" removed from the body of the device prior to pushing in the plunger was confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It was reported that femoral angiogram was not performed. It should be noted that the proglide instructions for use (IFU) states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. In addition, it was reported that the plunger was inadvertently "unseated" removed from the body of the device prior to pushing in the plunger, which is out of sequence for device deployment. It should be noted that the perclose proglide IFU states: deploy needles by pushing on the plunger assembly (in the direction marked #2) until you visually confirm that the collar of the plunger makes contact with the proximal end of the body...gently disengage the needles by pulling the plunger assembly back (in the direction marked #3) and completely remove the plunger and needles from the body of the device. In this case, the reporter is already aware of the deployment out of sequence, the reported deployment out of sequence appears to be related to user deployment technique. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. G3: for the initial report 2024168-2022-02359 corrected from (B)(6)2022 to (B)(6)2022